Event description:
The patient had a heart attack almost two years after the procedure and died at home.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 4-vessel disease was found. Pre-procedure medications included aspirin, beta-blockers and ace-inhibitors. Percutaneous coronary intervention (pci) was first performed on a 99% de novo lesion in the proximal right coronary artery (rca) of 20mm in length in a 2.5mm vessel diameter. The (type c) lesion was also characterized as tortuous and angulated by greater than 45 degrees. Pre-dilation was conducted with a 2.0x20mm maverick balloon at 8 atm before deploying one 3.0x23mm cypher at 18atm. Timi iii flows were recorded pre and post procedure. Residual diameter stenosis measured 0%. Pci was performed next on a 90% de novo lesion in the proximal lad of 20mm in length in a 3.0mm vessel diameter. The lesion was described as type c. The lesion was pre-dilated with a 2.0x20mm balloon at 8 atm before deploying one 3.0x23mm cypher stent at 18 atm. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Timi flows were iii and 0, post-procedure. Residual diameter stenosis measured 0%. Pci was performed next on a 90% de novo lesion in the distal circumflex of 10mm in length in a 3.0 mm vessel diameter. The type b lesion was also eccentric. Direct stenting was performed with a 3.0x13mm cypher stent at 18 atm. Timi iii flows were recorded pre and post-procedure. Pci was performed next on a 80% de novo lesion in the interm/ramus of 10mm in length in a 3.0mm vessel diameter. Direct stenting was performed with a 3.0x10mm cypher stent at 18 atm. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. A lesion in the distal lad was also ballooned with a maverick balloon at 9 atm. Poba was also done in a type a, 90% de novo lesion in the diagonal of 15mm in length in a 2.0mm vessel diameter. The diagonal branch was lost at the time to this procedure. There was no ck rise, but there was a small troponin rise from 1 to 2.5. Timi iii was recorded pre-procedure and timi 0 flow was recorded post-procedure. The pt was discharged the following day without any anginal complaints. Post-procedure medications included aspirin, beta-blockers, ace-inhibitors, lipid lowering medications, clopidogrel and simvastatin 40mg. Twenty-three months after the procedure, the pt suddenly died at home during his sleep. It was reportedly from a heart attack. There was no autopsy done and the patient was not admitted to the hospital. He was directly transferred to the mortuary. The cause of death was listed as myocardial infarction and ischemic heart disease. Please note that this product is not distributed in the united states. However, it is similar to the us distributed device. A male pt with a history of stable angina, hypertension, hypercholesterolemia, previous atrial flutter, an lvef of 40% and a family history of cad was diagnosed with an mi and expired suddenly twenty-two months post cypher stent implantations. The reason for the patient's initial admission to the hospital was not reported, but an angiogram revealed lesions in his proximal rca, proximal lad, mid circumflex, ramus and distal lad. This patient's extensive history and decreased lv function put him at increased risk for mace. Pre procedural medications included asa. The intra procedureal administration of plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The proximal rca lesion was described as de novo, 99% occluded, type c, 2.5mm in diameter, more than 20mm in length, tortuous and angulated. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.50x23mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. Timi flow post procedure was reported to be 3 with a residual stenosis of 0%. The proximal lad was described as de novo, 90% occluded, type c, 3mm in diameter and more than 20mm in length. The lesion was pre-dilated prior to the placement of a 3.00x23mm cypher stent at a maximum inflation pressure of 18 atm. Timi flow post procedure was reported to be 3 with a residual stenosis of 0%. The mid circumflex lesion was described as de novo, 90% occluded, type b, 3mm in diameter, 10mm in length and eccentric. The lesion was not pre-dilated prior to the placement of a 3.00x13mm cypher stent at a maximum inflation pressure of 3 with a residual stenosis of 0%. The ramus lesion was described as 80% occluded, type b, 3mm in diameter and more than 10mm in length. The lesion was not pre-dilated prior to the placement of a 3.00 x 13mm cypher stent at a maximum inflation pressure of 18 atm. Timi flow post procedure was reported to be 3 with a residual stenosis of 0%. According to the IFU, the use of more than two cypher stents has not been clinically studied. At some point during the procedure, the distal lad lesion was treated with ptca alone. During this treatment, the diagonal branch was lost due to jailing with no subsequent increase in cardiac enzymes. The patient was discharged home the next day on medications that included asa and plavix. Twenty-two months after the index procedure, the pt died suddenly in his sleep at home. The pt's wife reports that he had not been having any anginal symptoms prior to his death. The pt was not re-admitted to the hosp and no autopsy was performed. The primary causes of death were listed as mi and ischemic heart disease. The products remain implanted in the pt and are thus not available for evaluation. Without the definitive results of an autopsy or repeat angiogram, it is not possible to draw a conclusion about a relationship between the devices and the event. However, there are pt, vessel, procedural and possible pharmacological factors. - more